Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated no pacing capture in the rv (right ventricle).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: rvdr01 implantable pulse generator, (B)(6) 2013. (B)(4).

Event description:
It was reported that while the patient was still in the hospital following the implant procedure, the right ventricular (rv) lead dislodged. The lead had no capture and the patient¿s heart rate was in the 30¿s. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that while the patient was still in the hospital following the implant procedure, the right ventricular (rv) lead dislodged. The lead had no capture and the patient¿s heart rate was in the 30¿s. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.